Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt

Event description:
During an investigation into an unrelated event, a reportable problem was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.